Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had hip replacement surgery about 2 months ago on the right side, but the implant is on the left side. Patient states ever since the surgery, nothing has worked to stop the urge to go to the bathroom. Patient has tried switching programs and has tried increasing stim these programs. Patient services reviewed option to continue to increase on current program or consider trying other programs that have not been used yet. Agent also recommended patient follow up with healthcare provider to have system checked. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back to report she went to her managing healthcare provider's (hcp) office on monday (B)(6) 2024 where settings were adjusted and patient was instructed to give it a full month before readjusting settings. Patient confirmed stim was felt comfortably in the bicycle seat area. Patient calling today to say that, thus far, the new settings don't seem to be working. Agent suggested patient follow medical advice. Patient was asking about getting in touch with a manufacturer representative (rep). Agent suggested patient reach out to managing hcp's office to request appt with their local rep. Ultimately, patient said they would wait the full month and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.